Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was successful, using a prostar xl device with a 10fr sheath, prior to a transcatheter aortic valve implantation. The sheath was upsized to 18fr. The valve procedure was completed. Reportedly, while closing the arteriotomy with the replaced prostar sutures, the green suture worked correctly; however, the white suture thread broke. Another prostar was inserted and deployed with the same result. Hemostasis was achieved with a third prostar device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.